Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent altitude alarms, and the customer was able to resume insulin with the original cartridge without needing a replacement.